Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating a speaker error. The device was in use at time of event, and there was no adverse event reported. Good faith efforts were made to confirm if there was sound or not coming from the device.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the speaker error and that the mainboard needed to be replaced. The brt replaced the mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the mainboard. The reported problem was confirmed. The device was operational after repairs and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.